Manufacturer narrative:
No further follow up will be submitted under this regulatory report number. Please refer to regulatory report # 3004209178-2020-07332 for all future reports. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient¿s ins didn¿t keep a charge very long. The rep didn¿t know how to run an estimated recharge frequency. The rep noted that he actually set the patient¿s programming to zero and didn¿t know what the patient was set a t previously. It was reviewed that the charge duration would be more frequent by default when compared to the patient¿s previous ins. The rep was to review at the end of programming what the expected charge frequency would be. No further complications were reported.